Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via log file analysis. The heartmate 3 system controller (serial number: hsc-(B)(6) was not returned for analysis; however, a log file was submitted (20240113_043514) for review that showed events spanning approximately 5 days (08jan2024 - 13jan2024 per timestamp). The driveline was disconnected on 12jan2024 at 20:56:34; which is consistent with the reported event of a system controller exchange. There were no other notable alarms active in the log file. Additionally, a log file (20240113_040032) was submitted from the patient¿s second heartmate 3 system controller (serial number: hsc-(B)(6) that showed events spanning approximately 10 days (22aug2023 ¿ 25aug2023, 14sep2023, 21sep2023, 16nov2023, 09jan2024, 12jan2024 - 13jan2024 per timestamp). Events occurring from 14sep2023 ¿ 09jan2024 were recorded while the controller was use as the backup controller; the driveline was not connected to the system controller on these dates. The driveline was connected to the system controller on 12jan2024 at 20:56:17; which is consistent with the reported event a controller exchange. There were no notable alarms active in the log file that would indicate an issue with the controller. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: hsc-(B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2022. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The driveline disconnect event mentioned in august 2023 was covered under per-2023-0140684. It was reported that event log files were submitted for review. It was reported that the patient presented to the emergency department with chest pain and alarms. The patient stated that low battery alarms began, and the batteries were exchanged. The event log files captured low voltage advisory events and low voltage hazard events as well as pump off and driveline disconnect alarms. The driveline disconnect alarms occurred due to confusion by both the patient and caregiver due to the alarm. The system controller was exchanged to the backup system controller at 20:57. The system controller exchange was an unnecessary error on the part of the caregiver. The patient appeared confused and stated that the audible alarm and yellow diamond were not seen while on battery power, but only saw the low voltage statement on the screen. The patient also noted that they saw the red battery alarm and heard the continuous alarm then later refuted that they had not seen the yellow diamond or the red battery alarm. The event log files from the exchanged system controller hsc-119581 indicated that the patient switched from the mobile power unit (mpu) to the battery power on 12jan2024 at 6:57. A low power advisory event occurred on 12jan2024 at 20:25. The low power advisory event continued until 20:56, when a driveline disconnect event was recorded. Battery power was removed and a no external power event occurred on 12jan2024 at 20:58. A total of 10 silence alarm button pressed events were recorded between 20:58 to 21:38. A shutdown sequence started event was recorded on 12jan2024 at 21:39. The mechanical circulatory system (mcs) operated as intended. The patient was re-educated on power management and alarms. The exchanged system controller was evaluated and operated as intended. Related manufacturer reference number: (B)(4). (Pump (B)(6)).